Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified date in the past few months from the reported date. (B)(4). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a crack was observed on an extension set with one-link needle-free lv connector beyond the rigid flanged proximal end. It was further specified "it was the connection between the flanged area and the tubing, on the rigid side of the flange." This was identified prior to patient use. There was no patient involvement. No additional information is available.